Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 21:06:10. During night drain cycle seven, the patient's ultrafiltration reading was 1503ml, indicating the home patient (hp) drained 1303ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.